Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
University reported via phone call that the customer had a severe hyperglycemia event. Customer's blood glucose was 417 mg/dl. Customer treated high blood glucose with correction bolus. Customer's blood glucose dropped to 139 mg/dl. Customer will not be returning the device for analysis.